Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported that during prepping the automated impella controller (aic) a controller error alarm occurred. The aic was removed. No patient involvement has been reported.

Manufacturer narrative:
The investigation of the automated impella controller (aic) issue has been completed. The data logs from the console confirmed that the system self check failure alarm was issued. This system self check failure was preceded by numerous powermod1 errors. The console was returned for evaluation. Upon boot up, there was a system-self check failure. Inspection of the power battery manager (pbm) under a digital microscope confirmed that the corrosion of copper traces in vicinity of super capacitors c69 and c70. The root cause of the system self check failure was contamination of pbm through supercapacitor electrolyte leakage leading to pbm corrosion.